Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the patient and when aspirating blood, air was aspirated from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was performed when the introducer was replaced. No air movement into the patient was confirmed.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air/fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.